Event description:
No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer would intermittently "beep" upon power up however during analysis it did boot three times out of seven to an error and therefore the media processing unit board and the xy board were replaced. (B)(4).

Event description:
It was reported that when the programmer boots up, it will occasionally beep 3 times. When it does this it can not interrogate the device and/or program the device afterwards. Caller says cycling power will usually allow the programmer to function normally again as long as the beeps are not heard again on startup. The programmer head and stylus were changed out, but the issues remained. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).